Event description:
A user facility reported that after placement of an intraocular lens, the surgeon noticed a defective joint between the optic and haptic. There is no pt impact noted for this event. The lens remains implanted.